Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation. Visual inspection found the flange that pulls the tube to open and close the jaws was broken. Inspection found that when the handle latch was retracted or released, the jaws would not open or close since the metal flange that pulls the inner tube to operate the jaws was broken. There was no compression force to pull the tube to operate the jaws. The investigation identified the root cause of the reported event to be undetermined. The IFU states, caution should be used when grasping, manipulating, sealing, and dividing large tissue bundles. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, a metal component fell off of the device during initial use. The component did not fall within the patient cavity.